Event description:
The customer reported multiple occurrences of incorrect pt demographics associated with sample ids from the vitros eci analyzer. Misassociation of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.